Event description:
It was reported to philips that the system would not start. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not start. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found the review (right) monitor displays "x-ray system starting up", and the acquisition (left) monitor displays the philips logo, and the execution bar is almost full when it stops. Rse rebooted the system twice, but the issue persists and requested onsite support. The philips field service engineer (fse) visited onsite and reviewed the error logs and found internal software error. To resolve the issue, fse performed a full software installation. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.